Event description:
Leakage during infusion below the bandage at the level of the puncture point with peripheral oedema.

Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appears to be user related. The 2.7 fr tubing apparently burst 0.8 inches distal to the cuff. A u-shaped break was found in the catheter, which is a typical characteristics of over pressurization. The distal and proximal ends of the catheter had been cut away and were not returned for evaluation. The product IFU provides detailed instructions for catheter care and maintenance to prevent occlusions within the catheter. The IFU also indicates that infusion pressure greater than 25 psi is not recommended. A chr of lot #resk0330 showed no other similar product complaint(s) from this lot.